Manufacturer narrative:
Device manufacture date : the lot was manufactured from november 27, 2019 - december 2, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected infusion time was 48 hours; however, the infusion ended after 70.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.